Manufacturer narrative:
The devise associated with this report was not returned. Confirmation of the reported polyethylene wear was done based on visual inspection of the attached photos. A search of the databases did not show any other reports with regards to the reported event. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. .

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt presented to surgeon's rooms with increasing pain over the last 3 months. Revision surgery scheduled (B)(6) 2010. During revision surgery, metal staining of the tissues was moderate, same removed, joint irrigated, femur and tibia appeared well fixed. Polyethylene exchanged. Surgeon's comment was "due to polyethylene wear".